Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported the cutter did not actuate during a surgery. The condition of aspiration was unknown. The procedure type was unknown. The surgery was completed after the product was replaced. There was no patient harm.

Manufacturer narrative:
One opened probe was received, without a tip protector and a bent needle, in a tray. The sample was visually inspected and found to be nonconforming with the probe needle bent, confirming the received condition. And orange/brownish foreign material on the port face. He sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation, the cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled, and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter pulled out of the coupling. No presence of adhesive observed on the inner cutter, fillet was deemed conforming. Gouge marks observed at cutting edge and other locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s rfid (radio frequency identification)tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had an actuation failure. The root cause for the observed actuation failure is the separation of components within the probe. It appears that during surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. The root cause for the components detachment as well as foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the actuation function becomes poor, bent, or does not function at all. The manufacturer internal reference number is: (B)(4).